Event description:
During a laparoscopic sigmoidectomy procedure, the device was front loaded. The reload came out of the channel on the device when they fired the device. Removed the reload through the trocar and reloaded the device correctly to transect the vessel. There was no reported patient consequence.